Event description:
The catheter was inserted on (B) (6) 2009, and the nurse found the catheter broken on (B) (6) 2009.

Manufacturer narrative:
A root cause analysis could not be determined as the sample was not available for the investigation. The device history could not be reviewed because the lot number is unk. (B) (4)